Manufacturer narrative:
It is unknown which device caused this adverse event. Additional devices included on this report are as follows: catalog #pll161207/ serial # (B)(4) / UDI # (B)(4). Concomitant medical products and therapy dates: percocet 10-325 mg, aspirin 81 mg, valium 10 mg, metoprolol tartrate 25 mg, gabapentin 300 mg. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2019 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2020 the patient underwent reintervention to treat a distal type I endoleak noted on the iliac extender component located in the patient's left common iliac artery. The endoleak was reportedly feeding the abdominal aortic aneurysm. It was reported that the patient's left common iliac artery was short, and the device did not have sufficient seal distally. It was also reported that, due to the patient's collagen vascular disorder, the diameter of the patient's left common iliac artery had continued to enlarge. The iliac extender component on the patient's left side was extended using a contralateral leg component. The limb was extended into the patient's external iliac artery. An 11x79 gore® viabahn® vbx balloon expandable endoprosthesis was placed in the patient's left internal iliac artery using a kissing technique (partial parallel deployment of two stent grafts within a bifurcated vessel) to preserve the patient's left internal iliac artery. The patient tolerated the procedure.